Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the device is set at 150 joules the device shows the setting at 50 joules. No patient impact.